Event description:
It was reported that the customer's insulin pump display went blank during a correction and stopped delivering insulin during a correction. Customer reportedly received a low battery alert while delivering a bolus when the insulin pump powered off. Customer's blood glucose was in the 200 to 249 mg/dl range. There was not a no delivery alarm received. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.